Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2014 that customer had an issue with a dialysis catheter. The customer states that the palindrome catheter was no flowing during dialysis. Under fluoroscopy, the catheter appeared to have split at the tip. The catheter was removed and a portion of the catheter tip had broken away and remained in the patient. The patient had to be transferred to another facility to have the tip of the catheter surgically removed. The patient had a new catheter inserted and continued dialysis treatment.